Event description:
A malfunction alarm occurred with a pump, identified by malfunction code 16-0x20e6, requiring replacement as the issue was not resettable. There was no reported impact to the customer¿s blood glucose level since the customer declined to share this information, and the specific glucose level at the time of the event is unknown. The customer was informed of the need for pump replacement, and tandem technical support confirmed the shipping address, provided storage mode instructions, and facilitated the return of the malfunctioning pump using a pre-paid label. Despite the customer's declining to share the type of backup insulin therapy used, the replacement pump was issued under warranty.